Event description:
Difficulty going up stairs [mobility decreased], mild and marked knee pain [arthralgia], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a consumer with a confirmation of the event by a physician on (B)(6) 2009 regarding a (B)(6) male, (B)(6), with gonarthritis. The patient received his first dose of synvisc on (B)(6) 2009, administered via intra-articular route at a dose of 2 ml, every week for 3 times. The patient's relevant medical history includes arthritis and meniscus removal (10-12 years ago). Reported events were mild and marked knee pain and difficulty going up the stairs. No concomitant medications were reported. On (B)(6) 2009 the consumer reported: on (B)(6) 2009, a few hours after the first synvisc injection a mild and marked knee pain was experienced and which persisted until the day of this report. The patient had received no corrective treatment. The second injection was planned on (B)(6) 2009. On (B)(6) 2009 the consumer reported: prior to the first synvisc injection the patient had moderate knee pain, which worsened after the first injection on (B)(6) 2009 and regressed until the second injection was performed. The second injection was performed and again the pain in the knee worsened, regressed until the third injection. When the third injection was performed the pain in the knee worsened; however, did not regress up to (B)(6) 2009. The patient described the knee pain as being permanent and very marked, which resulted in having difficulty going up the stairs at home. On (B)(6) 2009 confirmation of the events came from treating physician with the following information: patient had suffered from moderate knee pain he was treated with synvisc due to gonarthritis. First series of synvisc received in 2009; first injection performed on (B)(6) 2009. The knee pain worsened a few hours after the injection and regressed progressively during the week. There was no effusion or edema according to the physician. On (B)(6) 2009 the patient was seen by the physician for persisting pain in the knee. Examination showed patello-femoral pain and the knee was dry. An altim injection (corticosteroid) was performed on (B)(6) 2009. The patient reported knee effusion 5 days later; however, the physician had not assessed this given he had not seen the patient. The second injection was performed on (B)(6) 2009. Knee pain worsened again a few hours after the injection and then regressed progressively. No edema or effusion were seen by the physician. The third injection was performed on (B)(6) 2009. Knee pain worsened and persists. There was no edema or effusion seen by the physician. The patient was seen by the physician on (B)(6) 2009, the knee pain has decreased, but is still persistent. In the opinion of the physician the event knee pain is consistent in severity with pre-existing pain due to gonarthritis. Examination showed the knee was dry. According to the physician; if the knee pain persists, an MRI scan will be performed. According to the physician, the knee pain was pre-existing due to gonarthritis, but had probably worsened due to the synvisc injections, no inflammatory reaction was seen. The event was assessed as non-serious, probably related to synvisc and not yet recovered as of the date of this report. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.